Event description:
Philips received a complaint by the customer on the v60 indicating that the error, ""check vent: blower stall" (diagnostic code: 1134) had occurred. It was reported there was no patient involvement at the time the issue was discovered. The customer called in to report that the error, ""check vent: blower stall" (diagnostic code: 1134) had occurred. A field service engineer (fse) went onsite and confirmed the error in the event log. The fse replaced the blower and confirmed the reported issue was resolved. The fse replaced the blower to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.